Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. The device has been explanted and replaced with another manufacturer's device. The device will be returned.

Manufacturer narrative:
Continued e1. Phone: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. The device has been explanted and replaced with another manufacturer's device. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as fold flaw opening and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.